Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that that onetouch ultra2 meter was stuck on the main menu. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 6am on (B)(6) 2016. The patient manages their diabetes with self-adjusted insulin. The patient reported that they were unable to test their blood glucose. The patient reported that they did not make any changes to their usual diabetes management. The patient reported that 2-3 hours later they developed symptoms of ¿shaky, dizzy and lightheaded¿. The patient denied receiving any treatment for these symptoms. The cca was unable to fully troubleshoot the issue as the subject meter would not power on at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lifescan¿s criteria for a serious injury reportable adverse event after the alleged product issue began.